Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a downstream occlusion alarm. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor being out of calibration. As a result, the downstream occlusion sensor was calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm during testing. During physical inspection, it was found that the downstream occlusion sensor was out of calibration. There was no patient involvement, no injury was reported.